Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314vrg implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for short interval counts (sic) and high rate non-sustained tachycardia episodes on the right ventricular (rv) lead. Isometrics were negative for oversensing. Fracture due to subclavian crush was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix of the lead was extrinsically bent, and visual analysis of the lead indicated apparent explant damage. The analyst noted that helix extension/retraction and length testing were performed and all results were within specified parameters. Destructive analysis was performed in an attempt to find the cause of the possible oversensing mentioned in the event. Distal resistance measurement was not performed as continuity results were within specification. All other electrical testing was within specification. There was no sign of subclavian rib crush observed on the returned lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.